Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the emergency room with dizziness. During lead testing it was found that the right ventricular lead had complete loss of capture, high out of range impedance, and a lead fracture. Patient immediately presented to the emergency room and had the lead capped and replaced on (B)(6) 2020. Patient condition was stable after the procedure.